Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead of unknown serial number, has been surgically abandoned due to ongoing impedances anomalies. Reportedly, measurements recently had been out of range high, at which time the physician elected to surgically intervene and replace the lead. An x-ray image confirmed the lead was fractured. The fracture site was observed at the subclavian: the physician stated that lead placement likely the cause of the fracture. Another lead was successfully implanted with no adverse patient effects reported.